Event description:
The customer reported the device is intermittently charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported, the device is intermittently charging. There was no report of pt involvement. The device was evaluated by a philips field service engineer, but and the symptom could not be duplicated. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.